Event description:
It was reported that during a lap cholecystectomy procedure, the firing trigger clip jaw would not open. It attached on the vessel. The surgeon solved the problem by pulling apart the firing trigger. They changed a new device, but still found the same problem. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.